Manufacturer narrative:
The customer returned the unit to beckman coulter for further evaluation. No external or internal hardware damages noticed on the unit. The unit is functional. The customer do not supplied broken rt12 rotor for further evaluation. The distributor, (B)(4) supplied a new replacement centrifuge unit to the customer to resolve the issue. (B)(4).

Event description:
The customer stated that the rt12 rotor broke and parts escaped from the statspin ssvt-1 centrifuge unit. The customer stated that the safety shield was not in place at the time of the event. The centrifuge lid did not completely open when the parts escaped. The lid was closed when the customer found the unit with broken rotor. There is no report of injury or exposure to the operator, and no medical attention needed due to the event.